Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was undersensing atrial tachycardia and atrial fibrillation (at/af). It was also reported that the lead was oversensing noise/artifact in some of the stored ventricular high rates. The lead remains in use. No patient complications have been reported as a result of this event.